Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was transferred from an outside hospital (osh) for further evaluation of a gastrointestinal (gi) bleed. The patient felt exhausted for the past 1-2 days and was lying on the couch with no energy which is unlikely of them. The patient thought they had covid-19 but their home test was negative. On (B)(6) 2022 around 19:30, the patient had a bowel movement that was black and tarry with no abdominal pain. At the osh, their hemoglobin was 9.1 which was down from 10.7 on (B)(6) 2022 and their international normalized ratio (inr) was 4.3. At the transferred hospital, complete blood count (cbc) was repeated and their hemoglobin was 8.8 and their inr was 4.4. No blood transfusion was done and the patient was hemodynamically stable. On (B)(6) 2022 their hemoglobin was 9.2 and inr was 2.7. Per gi follow up, no endoscopy and colonoscopy was planned and was to continue IV protonix (pantoprazole) which was prescribed since (B)(6) 2022. On (B)(6) 2022, as the patient was sleeping, a nursing staff noted runs of ventricular tachycardia (vt) on the telemetry. Override pacing by acid was attempted but was unsuccessful. The patient was cardioverted out the vt. A condition doctor saw the patient stable, awake, talking, and had no complaints other than the pain from the actual shock. The patient denied any symptoms and stated they were sleeping comfortably. The ventricular assist device (vad) engineer who was at the bedside noted that the patient had a suckdown event at the time of vt, unclear which occurred first. The patient was given amiodarone bolus 300mg and was started on IV amiodarone drip. Their electrolytes were checked and was to continue with the amiodarone drip. If the patient worsened, they would be transferred to the cardiothoracic intensive care unit (cticu). The gi doctor note stated that the patient was to get esophagogastroduodenoscopy (egd) but due to the vt and discussion with the primary team, it was deferred until (B)(6) 2022 to allow 24 hrs of amiodarone drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22mar2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, the previously scheduled esophagogastroduodenoscopy (egd) was completed but no source of bleeding was identified. The gi department suspected gastric antral vascular ectasia (gave) in the setting of supratherapeutic inr. The bleeding resolved and hemoglobin/hematocrit levels improved without further need for transfusion. Hematology/ oncology was consulted and patient was to follow up with them as an out patient. Bone marrow biopsy was to be performed for leukopenia which was suspected to be medication induced. The cardiac arrhythmia that started on (B)(6) 2022 reportedly resolved without sequalae on (B)(6) 2022 and the bleeding was ongoing until on (B)(6) 2022. It was also communicated that the patient had a history of vt before lvad and the arrhythmia in this event was not thought to be device or therapy related, the arrhythmia did not result in clinical compromise, and the plan of care was to continue mexiletine.